Event description:
The patient¿s pressor lines were being changed. Afterwards, the patient became acutely hypotensive and was not responding to increasing the drips as expected. The patient remained hypotensive. After about 30 minutes, I realized that the bag of the levophed did not appear to have infused as much as it should have. The tubing was very slightly kinked which upon initial inspection had not been kinked. The IV pump did not alarm at all during the hypotensive event. When the IV tubing was straightened out, the patient became very responsive to the levophed and we were able to quickly wean the medication safely. Please assess why we are having these issues with tubing being kinked but no alarms being delivered. Manufacturer response for IV pump spectrum iq, IV pump spectrum iq (per site reporter), ongoing issue. Ce to grab pump from [redacted name] to interrogate. [Redacted date] added to IV pump log, ce has reviewed the logs.